Event description:
It was reported that this patient underwent a revision surgery, during which the implantable cardioverter defibrillator (ICD) was explanted due to an unspecified anomaly. No additional adverse patient effects were reported. This ICD has not been received for analysis.